Event description:
In this event it was reported that a loud pop and burst of air came from a cavitron prophy jet resulting in an "air emphysema event" with a patient which required emt response to the dental office, evaluation at the local hospital e.r. And follow up evaluations. The patient was administered antibiotics.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the device found the footswitch operation on the second position was intermittent and numerous calibration parameters were out of tolerance, including the water flow rate and oscillator frequency. Air functions appear to be functioning normally, but both duckbill filters were cracked.